Event description:
It is reported by the pt that the device was implanted in 2002, and that the pt was revised in early 2009, due to pain and breakage of the implant.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also no x-rays were returned for review. Pt information such as height is unk. Pt activity level is reported to be high. Stem fracture can occur because of fretting fatigue; however, this cannot be confirmed in this incident since the device was not returned for evaluation. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt activity, weight, and/or lack of proximal support are involved. Based on the available info., a definitive cause cannot be determined. No product was returned. Review of the device history records were also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive info. Be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.